Event description:
It was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was successfully implanted. During the procedure, the transesophageal echocardiography (tee) probe was inserted, and views were obtained at the angles of 0, 45, 90, and 135 degrees. There was no thrombus noted per the physician performing the tee. The procedure commenced without complication; 18,000 units of heparin were administrated to the patient prior to the transseptal puncture. Transeptal access was obtained. Prior to placing the closure device, the activated clotting time (act) was obtained with the result of 274 seconds, and 5000 units of heparin were administrated per the implanting physician. A 24mm closure device was then inserted and placed in the laa. Two deployments were needed for proper placement. The position, anchor, size and seal (pass) criteria was meant, and the closure device was released. A second act was not performed as the procedure had finished. Protamine was not given as this was not the normal procedure in the laboratory. When the patient was in post procedure holding, it was reported to the physician that the patient was having left arm weakness and tingling. A code stroke was called, and the patient was evaluated by the stroke team. A computed tomography (CT) scan of the head was performed, which was negative for infarct. The patient symptoms had resolved by early afternoon on (B)(6) 2026. The patient had a repeat CT scan of the head prior to discharge on (B)(6) 2026 that showed no infarct. The patient was discharged on (B)(6) 2026 and is expected to fully recover.

Event description:
It was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was successfully implanted. During the procedure, the transesophageal echocardiography (tee) probe was inserted, and views were obtained at the angles of 0, 45, 90, and 135 degrees. There was no thrombus noted per the physician performing the tee. The procedure commenced without complication; 18,000 units of heparin were administrated to the patient prior to the transseptal puncture. Transeptal access was obtained. Prior to placing the closure device, the activated clotting time (act) was obtained with the result of 274 seconds, and 5000 units of heparin were administrated per the implanting physician. A 24mm closure device was then inserted and placed in the laa. Two deployments were needed for proper placement. The position, anchor, size and seal (pass) criteria was meant, and the closure device was released. A second act was not performed as the procedure had finished. Protamine was not given as this was not the normal procedure in the laboratory. When the patient was in post procedure holding, it was reported to the physician that the patient was having left arm weakness and tingling. A code stroke was called, and the patient was evaluated by the stroke team. A computed tomography (CT) scan of the head was performed, which was negative for infarct. The patient symptoms had resolved by early afternoon on (B)(6) 2026. The patient had a repeat CT scan of the head prior to discharge on (B)(6) 2026 that showed no infarct. The patient was discharged on (B)(6) 2026 and is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0037832280. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include transient ischemic attack (tia) (weakness, tingling) (hospitalization or prolonged hospitalization, imaging required). Risk review: a risk review was completed and confirmed that the event of transient ischemic attack (tia) (weakness, tingling) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.